Manufacturer narrative:
Philips service replaced flexvision monitor, pc, and hard disk spare part. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system hung at 00:00; flexvision monitor lost video on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.